Event description:
It was reported that prior to an angioplasty procedure, there was a hair protruding from the housing sheath between the sheath and the balloon. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: three electronic photos were provided for review. The first two photos show the inner and outer packaging with the information matching the reported information. A portion of the device can be seen in the first photo, but not enough to see the reported hair. The third photo shows a portion of the device still in the packaging hoop. The hubs and strain relief area can be seen and a fiber like material can be seen near the proximal end of the strain relief. The product was also returned for evaluation. Upon visual inspection no kinks noted to the catheter, a strand of hair was noted to be seating between the rubber strain relief and proximal end of the y-body hub. No other anomalies were noted. Therefore, the investigation is confirmed as a hair was noted to be in the device strain relief of the returned sample. The root cause of the contamination was determined to be likely due to manufacturing. Labeling review: labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon dilatation catheter allegedly was contaminated with foreign material. There was no reported patient contact.